Event description:
The following info was reported to bsc. "During ablation #10 the temperature went to 93 degrees and the physician noticed this during an ultrasound and the ept 1000 was shut off immediately. The physician removed the catheter and removed that char and reinserted the same catheter to successfully complete the ablation with no harm to the pt."

Manufacturer narrative:
Batch unk. Investigation is currently being conducted, a follow up report will be submitted upon completion. Related to MDR 3006705070-2009-00020.